Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through material fatigue. Material fatigue may occur due to cyclic deformation of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed near the molded joint. The catheter split contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included a granular fracture surface, a circumferentially oriented split, and whitening of the corners of the split indicating a history of tearing. The catheter tubing was also observed to be compressed between the 1cm and 3cm depth markers. Evidence of kinking was also observed on the catheter tubing at a location distal of the split site. Repetitive material deformation of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how material deformation developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a leak before the butterfly hub and an evident fracture then was noted. The line was in since august. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.